Manufacturer narrative:
Initial reporter: telephone # (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to unknown side confirmed via magnetic resonance imaging (MRI). The device has been explanted and replaced with capsulectomy.

Manufacturer narrative:
Duplicate file. See MDR report number 9617229-2022-22101 for reportable event.

Event description:
Previous medwatch submission noted rupture. Upon further review, allergan has determined that this record is a duplicate of (B)(4), MDR report number 9617229-2022-22101.

Event description:
Healthcare professional reported, left side rupture. Confirmed, via magnetic resonance imaging (MRI). The device has been explanted and replaced with capsulectomy.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive. (Shell thickness was within specification). Additional observations: brown encapsulation observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. Discovered via MRI. The device has been explanted and replaced with capsulectomy. This record relates to the left side.